Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an upgrade procedure the physician experienced difficulty placing this lead due to the patient's limited anatomy and the lead measurement numbers were not within acceptable limits, thus prolonged the procedure. It was noted that the patient experienced cardiopulmonary arrest shortly before attempting to implant the left ventricular (lv) lead. The physician implanted the cardiac resynchronization therapy defibrillator (crt-d) and single coil right ventricular (rv) lead and the patient remains in the intensive care unit at the hospital. The physician speculated that the cause of the cardiopulmonary arrest may have been due to the patient's low ejection fraction and in tolerance of anesthesia. At this time the products remain in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.